Event description:
At about 1 year and 1 month after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-jul-2021 lot 188034: 41 items manufactured and released on 07-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported case during the period of review.